Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial (B)(4) showed the set screw was backed out too far. The device passed final functional testing. Due to the nature of the complaint, an impedance test was performed and showed good impedances using a clinician programmer. Good, stable output was seen on the electrode pairs as received. Telemetry was acceptable. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va13158, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep indicated that the patient had come in for a lead revision, but ended up having a full revision. Impedances checked at the end of the surgical case determined that all 0 combinations were over 4000 ohms. The impedances were checked again at 2.0 amps and 300 pw and had cleared, but the healthcare provider (hcp) was not comfortable with potentially leaving the patient with not all possible program combinations available. The surgeon replaced the existing ins with a new implant and while impedances were still high they cleared at 1.0 amp and 210 pw. Additionally it was noted that the initial ins had blood and fluid inside the hub where the lead was inserted. The hcp indicated to the rep that the patient would have to come back to surgery again. No patient symptoms were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the ins was returned to the manufacturing representative for analysis. The lead will not be returned. No further complications were reported.